Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Final analysis found that the lead was returned in two pieces. An insulation abrasion exposing the re cable was noted at 5.7 cm to 5.8 cm from the tip electrode.(B)(4). (B)(6).